Event description:
It was reported via repair work order that the fowler was drifting due to a malfunction fowler motor. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.